Event description:
It was reported that during a gastric bypass procedure, the first stapling the stomach of the patient, the clip cut without stapling. There was a hole in the stomach (perforation). The surgeon took another device to complete the procedure. Would not staple but cut.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned with the knife advanced into the lockout region and in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: was there any patient consequence or change in the post-operative care for the patient as a result of the event? Cartridge color: gold. No stapling near by a clip or an existing staples line. No noise. Forces not use. The physician closed the stomach with others staples. No bleeding. No perfusion. The patient is fine. Conventional patient monitoring and everything is fine.